Event description:
It was reported that during a follow up, the pulse generator exhibited premature battery depletion. No intervention was performed. The patient was doing well.

Manufacturer narrative:
.